Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that the charger is not working correctly. She states that the fault lights are displayed with both battery packs. The download revealed severe "battery charger fault" flags. Support replaced the pt's battery packs and battery charger.

Manufacturer narrative:
Device manufacture date. Battery pack (B) (4). Battery pack (B) (4) - 03/2008. Battery charger (B) (4) - 02/2008. Device eval summary: device evaluations battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) has been completed. Battery pack (B) (4) would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. Battery pack (B) (4) would not work because it was full of water. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was the water. The battery charger was fully functional. It was retested and restocked. No adverse event occurred due to the defective battery packs. The pt received a replacement battery charger and battery packs.